Manufacturer narrative:
(B)(4). Concomitant medical products: - unknown screw: p/n unknown l/n unknown. Reference: michele rampoldi, aldo marsico (2010). Dorsal nail plate fixation of distal radius fractures. Acta orthopædica belgica, vol. 76 - 4 - 2010. Https://www.ncbi.nlm.nih.gov/pubmed/20973353. Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 2 patients experienced intra-operative partial laceration of the epl (extensor policis longus tendon); the tendon was not accurately protected and was damaged between the dorsal cortex of the radius and the implant during introduction of the nail. The tendon was sutured and no functional impairment was noted at follow-up. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Based on the available information, there is not the indication of a product failure. Step 3 of the surgical technique states "retract the epl tendon" and the paper states, "the tendon was not protected." However, the available information does not lead to a conclusion of use error, as pre-operative patient anatomy and physiology are not known. The root cause of the lacerations is considered to be operational context. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Patients are described as middle-aged to elderly. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.